Manufacturer narrative:
Elevated complaint investigation will be initiated. This incident is being reported to FDA because the incident occurred in the united kingdom using the alinity m resp-4-plex assay, list number 09n79-090, which is the same/similar to the alinity m resp-4-plex assay, list number 09n79-096, which received FDA eua approval.

Event description:
The customer reported 2 false positive patient result for the rsv target on the alinity m resp-4-plex assay. Sample ID (sid) (B)(6) and (B)(6) were tested on (B)(6) 2023 and were positive for rsv. The customer was concerned that the raw fluorescence curve appears "unusual" coupled with the fact that the samples had late cn (cycle number) values. The technical application specialist (tas) downloaded the log files and inspected the curves. The raw fluorescence of the internal control (ic) target appears normal and within range. The raw fluorescence of the rsv target decreases with cycle number before amplification. The baselined fluorescence for the rsv target looked improved. No error flags were assigned to any samples. There was no report of impact to patient management.

Manufacturer narrative:
Corrections/updates: corrected d4 UDI from (B)(4). Updated d5 to health professional. Corrected e2 from no to yes. Corrected e3 from non-healthcare professional to other healthcare professional. Updated g1 to include director, field quality assurance. Corrected g2 from company representative to foreign health professional. Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: retain sample evaluation. The file sample testing did not identify a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 384134. Customer data review: customer result log files were reviewed. The runs which involved the discrepant result were valid and met assay specification requirements. The validity of the run met assay specification requirements, and no error codes or flags were displayed for the run controls. Different platforms have different limits of detection (lod) therefore, the results may not be reproducible. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 384134is performing outside of established design performance specifications based on the elements reviewed in this section. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 384134 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 384134 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for this lot number. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 384134. A product deficiency was not identified by this evaluation. Based on the results of the investigation elements, a product deficiency alinity m resp-4-plex amp kit (list 09n79-090) lot 384134 was not identified.